Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 16 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the emergency medical service. Customer's blood glucose value was 16 at the time of the incident. Customer's current blood glucose value was 177 mg/dl. The customer stated having issues with the infusion sets. The customer stated 2 weeks before she got the her husband was passed out and they had to call emergency medical service, the customer stated at 1:00 he was 170 mg/dl and when emergency medical service came he was 16 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6). The blood glucose value when admitted to hospital was 16 mg/dl. The customer complained about hypoglycemia. The customer cause of hospitalization per healthcare professional's was low blood glucose. The customer stated that customer wearing the pump at time of hospitalization. The customer stated pump was not over delivering. Customer was advised to monitor pump and low blood glucose level. The product was not returned for analysis.